Manufacturer narrative:
Engineering log review confirmed that device data corresponding to the reported timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The reporting healthcare provider identified concern for possible insulin edema following initiation of insulin therapy. No device malfunction was identified during investigation. Based on available information, the event is consistent with a physiologic response following initiation of insulin therapy and not due to device malfunction. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-may-2026, it was reported that within the first week of initiating ilet therapy the user experienced swelling of the legs and face with approximately 12 pounds of weight gain. The user was evaluated by an endocrinologist and primary care provider and was treated with a diuretic. The swelling subsequently improved and the user discontinued the medication. Blood glucose values remained in range during the reported event and no hospitalization or long-term health effects were reported.